Event description:
It was reported the patient did not recharge the ipg as recommended. In turner, the ipg was deemed inoperable. As a result, the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.